Manufacturer narrative:
(B)(4).

Event description:
The customer was hospitalized on the (B)(6) 2018 at 5:20pm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 43 to 38 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a total of 9 low incidents in one week. The customer had a low of 38 mg/dl on (B)(6) and 49 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.